Manufacturer narrative:
The insulin pump passed self-test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. Programmed multiple boluses and monitored. All boluses delivered and were listed in the bolus history screen. No unexpected button error alarms noted. The insulin pump had an intermittent button response on the act and up arrow buttons due to corroded keypad traces noted. The insulin pump had cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error on their insulin pump. It was reported that the customer's act button was acting up. It was reported that the pump would be returning for analysis. No further information provided.